Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/28/2016 that on (B)(6) 2016, the device had an permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. The complaint was not confirmed because the transmitter passed testing. The reported event of the reported event of unrecoverable loss of antenna passed threshold was not confirmed. A root cause could not be determined.